Manufacturer narrative:
Baxter received the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom system error 345, and was verified through the history log, however the evaluator did not evaluate for the reported symptom. The device is no longer in its received condition and the opportunity to evaluate for the reported symptom is lost. The device will pass all testing prior to return to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.